Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased threshold measurements. Device outputs were increased and the patient was referred to their physician for follow up. A revision procedure was later performed. The lead was repositioned and remains implanted and in service. No additional adverse patient effects were reported.

Event description:
Additional information was received that the physician suspected that the lead had microdislodged.